Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high out of range pacing impedance measurements and noise on the right atrial channel and high pacing thresholds on the right ventricular channel. Another device was implanted instead. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high out of range pacing impedance measurements and noise on the right atrial channel and high pacing thresholds on the right ventricular channel. Another device was implanted instead. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.